Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultrasmart meter was cracked/broken. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient claimed the alleged issue occurred on the afternoon of (B)(6) 2011 after her son accidentally ran over the subject meter. The patient informed the csr that she tests 10x/day and manages her diabetes with insulin (4x/day) based on a sliding scale. The patient confirmed she did not have a backup meter and therefore "guessed" how much insulin to administer after the alleged meter issue occurred. On an unspecified date, after the issue began, the patient claimed she developed symptoms of "ongoing shaking and sweating constantly" in addition to "passing out" on two different days. The patient claimed at the onset of symptoms, she treated herself with food and/or drink and would administer less insulin; however, the "shaking" remained. The patient stated when her son found her "passed out" on (B)(6) 2011; he woke her up and gave her orange juice. The patient claimed feeling better 1 hour after drinking the juice. The patient further reported that on (B)(6) 2011, she went to see her physician due to the symptoms and the "ongoing shaking." The patient claimed her blood glucose was "23 mmol/l (414 mg/dl)" when tested with her doctor's meter and her doctor then treated her with 20 units of novorapid insulin. At the time of the office visit, the patient stated she was feeling shaky and irritable. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k021819.